Manufacturer narrative:
(B)(4). Batch # m5479r. The analysis results found that the cdh29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The casing half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The test anvil was attached on the device completely and without any difficulties and did not detach during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, per the surgeon, the anvil disengaged from the trocar when dialing down the device. The case was completed using a like device of the same product code and it worked correctly. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).